Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Manta and sheath in patient with no incident. Scrub tech picked up manta device by white plastic tube at the back end of the device pulling tube back and rendering device unusable. This was done while handing it to second scrub tech at back table. Device was not able to be used due to mishandling and was not deployed in patient. Surgeon elected to cut down and complete closure. Per phone conversation 09mar2021 the tech improperly prepped device before insertion into patient. Device rendered unusable.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following an evar procedure manta was planned to use for closure. The manta sheath was inserted without issue. When the device handed to a scrub tech at the back table the device was picked up by the lumen causing it to be pulled back out of position, rendering the device unusable. Manta was never deployed and the procedure was completed with a surgical cutdown as a second manta device was not available. The IFU was reviewed and confirmed to state that the lumen is to be removed during step 3: insert device: as the guidewire emerges from the back of the manta handle and pushes the lumen out of the handle, grasp the lumen and remove from device and guidewire. Discard the lumen.